Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The pump was explanted due to an infection. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine.